Event description:
It was reported that the deep brain stimulation (dbs) patient hit his head following a fall, which led to discomfort, full-body pain, and difficulty moving. These symptoms were caused by high impedances on both leads and the subsequent loss of stimulation. After being administered medication, the patient showed some improvement in walking. During an exploratory surgery, it was discovered that the proximal ends of the leads had fractured, exposing the wires. The patient will undergo a future procedure to address this issue.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in late december 2024. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 20512228. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 19609674. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 19665730.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in late december 2024. Additional suspect medical device components involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0 model: db-4600-c. Batch: 20551946. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Batch: 20565480. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 19665730. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6).. Batch: 19609674. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 20512228. The returned lead, serial number (B)(6), was analyzed, and the reported event was confirmed. Visual inspection revealed that the proximal end of the lead was bent and fractured between contacts 3 and 4. Engineering analysis determined that excessive mechanical force was likely exerted on the lead when the patient hit their head during a fall, resulting in the fracture and deformation of the contacts. A review of product labeling did not reveal any anomalies, as this type of event is a known risk associated with deep brain stimulation (dbs). The returned lead, serial number (B)(6), showed that the top four contacts had separated from the proximal end. Contacts 1 through 4 were not returned for analysis, and the cables were exposed at the damaged portion of the lead. Engineers concluded that excessive mechanical force had likely been exerted on the lead during the patients fall, leading to the fracture and deformation of its contacts. A review of product labeling did not reveal any anomalies, as this event is a recognized risk associated with dbs. The returned burr hole covers, batch numbers 20565480 and 20551946, were analyzed, and the reported event was confirmed. The burr hole covers exhibited normal characteristics. The observed damage resulted from the patient hitting their head in a fall, which led to high impedances and loss of stimulation. A review of product labeling did not reveal any anomalies, as this type of event is a known risk associated with dbs.

Event description:
It was reported that the deep brain stimulation (dbs) patient hit his head following a fall, which led to discomfort, full-body pain, and difficulty moving. These symptoms were caused by high impedances on both leads and the subsequent loss of stimulation. After being administered medication, the patient showed some improvement in walking. During an exploratory surgery, it was discovered that the proximal ends of the leads had fractured, exposing the wires. The patient will undergo a future procedure to address this issue. Additional information was received that the patient underwent a system revision procedure wherein the devices were explanted and replaced. The patient is doing well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient hit his head following a fall, which led to discomfort, full-body pain, and difficulty moving. These symptoms were caused by high impedances on both leads and the subsequent loss of stimulation. After being administered medication, the patient showed some improvement in walking. During an exploratory surgery, it was discovered that the proximal ends of the leads had fractured, exposing the wires. The patient will undergo a future procedure to address this issue. Additional information was received that the patient underwent a system explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Batch: 20565480. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Batch: 20551946.